Event description:
This spontaneous report was received on (B)(4) 2012 from a male consumer (age unspecified) reporting on self from the united states. On (B)(6) 2012, the consumer used reach by design toothbrush, for dental cleaning (route-dental, lot number 1079pzb, frequency and expiration date unspecified). On the same day, while using the tooth brush, it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.